Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective therapy with their cervical scs system. Cervical lead migration was confirmed via x-ray. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the cervical lead was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.